Manufacturer narrative:
Follow-up information received on 03-sep-2015: the required number of follow-up attempts have been completed with no response to date. Company causality comment: this medically-confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) successfully inserted in right fallopian tube. In left fallopian tube however; the inner coil was halfway out into the uterine cavity; when physician tried to removed it; the coil broke off; part of it was still in patient's tube. The reported events are listed according to essure's reference safety information and were considered non-serious. Once essure is placed, hysteroscopic insert removal should not be performed unless 18 or more trailing coils are seen inside the uterine cavity. Attempted removal with less than 18 trailing coils may result in fractured insert, fallopian tube perforation or other injury. In this particular case, considering the reported breakage occurred in the context of an attempt of essure removal due to device malposition; causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, due to device breakage. As although physician stated patient was okay, she might have suffered a serious health deterioration under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 08-jun-2015. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number c26973, implanted for permanent contraception on (B)(6) 2015. She was not pregnant. It was reported that the placement was successful in right side; however on left side, inner coil was halfway out into the uterine cavity; physician was trying to remove it when it broke off; so part of the coil was still in patient's left tube. The event was ongoing. Essure was continued and the patient was otherwise okay. Ptc investigation result was received on 11-jun-2015. (B)(4). Batch number c26973 (production date 03-mar-2014; expiration date 31-mar-2017). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue and a usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically-confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) successfully inserted in right fallopian tube. In left fallopian tube however; the inner coil was halfway out into the uterine cavity; when physician tried to removed it; the coil broke off; part of it was still in patient's tube. The reported events are listed according to essure's reference safety information and were considered non-serious. Once essure is placed, hysteroscopic insert removal should not be performed unless 18 or more trailing coils are seen inside the uterine cavity. Attempted removal with less than 18 trailing coils may result in fractured insert, fallopian tube perforation or other injury. In this particular case, considering the reported breakage occurred in the context of an attempt of essure removal due to device malposition; causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, due to device breakage. As although physician stated patient was okay, she might have suffered a serious health deterioration under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.